Manufacturer narrative:
One decapolar, inquiry steerable diagnostic catheter was received for evaluation. The non-abbott sheath was also returned. Visual inspection revealed electrode rings e3-e11 were displaced. The shaft outside diameter measurement was within specifications. The returned non-abbott 6f sheath was unable to be removed from the catheter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported entrapment and displaced electrode could not be conclusively determined.

Event description:
At the end of an atrial fibrillation procedure, the inquiry catheter got stuck in the hemostasis valve of the non-abbott (goodtec) sheath and an electrode was displaced. An attempt was made to remove the catheter with safe force, but it was not possible. The sheath was removed with the catheter still inside. There were no adverse consequences to the patient.

Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model ibi-87010) is an ous configuration not available in the us and is therefore not referenced in the gudid database.